Event description:
False reactive advia centaur xp (B)(6) results were obtained by the customer when performing a system acceptance protocol and confirming patient (B)(6) results with an alternate laboratory (B)(6) test method. The test samples had initially been run on an alternate (B)(6) test method and the results compared to the advia centaur xp system results. Two of the samples that were considered discordant between the advia centaur xp and the alternate laboratory test method were sent to a another laboratory for (B)(6)testing and the results were negative. Due to the difference is results initially between the advia centaur xp and the alternate laboratory's (B)(6) test method, some of the patients results were not reported until confirmed with another (B)(6) test method. There was no known report of adverse health consequences due to the positive (B)(6) results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00036 on (B)(6) 2013 for false positive ahbs2 results when compared to an alternate ahbs test method. On (B)(6) 2013 - a siemens regional support representative visited the customer account . The discordant patient samples are not available for further evaluation. The customer will perform a second advia centaur xp ahbs2 test method comparison study. If there are any discordant positive ahbs2 results when compared to the alternate ahbs test method, the customer will save and provide those patient samples for further evaluation by siemens. The instruction for use (IFU) under the interpretation of results states the following: "assay performance characteristics have not been established when the advia centaur anti-hbs2 assay is used in conjunction with other manufacturers' assay for specific hbv serological markers." "This assay does not differentiate between a vaccine-induced immune response and an immune response induced by infection with hbv. To determine if the anti-hbs response is due to vaccine or hbv infection, a total anti-hbc assay may be performed." No conclusion can be drawn at this time.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00036 on (B)(6) 2013 for (B)(6) results when compared to an alternate (B)(6) test method and a supplemental report MDR 1219913-2013-00036 - s1 on (B)(6) 2013. (B)(4) 2013 - additional information the customer has performed a second advia centaur xp (B)(6) test method comparison study. The following (B)(6) results were considered discordant when compared to (B)(6) alternate (B)(6) test method results. Second customer (B)(4) study data: (B)(6) 2013 data - (B)(6). (B)(6) 2013 data - (B)(6). Note: results are within the retest zone and the repeat results were not provided. The cause for the (B)(6) advia centaur xp results when compared to the alternate test method results is unknown. The customer has provided siemens with eleven discordant samples for further investigation. No conclusion can be drawn at this time. The instruction for use (IFU) under the limitation section states the following: "assay performance characteristics have not been established when the advia centaur (B)(6) assay is used in conjunction with other manufacturers' assay for specific (B)(6) markers." "This assay does not differentiate between a vaccine-induced immune response and an immune response induced by infection with (B)(6). To determine if the (B)(6) response is due to vaccine or (B)(6) infection, a total (B)(6) assay may be performed." The instruction for use (IFU) under the interpretation of results states the following: "retest zone: samples with an initial value greater than or equal to (B)(6) and less than (B)(6) will be flagged for retest. These samples should be retested in duplicate. After retesting, if at least two (2) results are greater than or equal to (B)(6), then the sample is considered to be (B)(6). If at least two (2) results are less than (B)(6), then the sample is considered to be (B)(6)."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00036 on 02/20/2013 for (B)(6) results when compared to an alternate (B)(6) test method, a supplemental report MDR 1219913-2013-00036-s1 on 04/04/2013 and a supplemental report MDR 1219913-2013-00026-s2 on 05/14/2013 due to additional information. On 08/05/2013 - additional information: siemens received nine patient samples for further investigation. The patient samples were tested for (B)(6) on two different reagent lots 015 and 023. Patient samples # 3 through # 9 were reactive on both reagent lots tested. Patient sample #1 was reactive with reagent lot 015 and equivocal with reagent lot 023. Patient sample # 2 was non reactive with reagent lot 015 and reactive with reagent lot 023. All nine patient samples were tested for (B)(6) total reagent lot 100052. Patient samples #1,#3 ,#4, #5, #8 and #9 were (B)(6) and patient samples #2, #6 and #7 were (B)(6). Patient samples #1 through #8 were tested with (B)(6) reagent lot 106021. Patient samples #1, #3, #4, #5, #6 and #8 and #9 were (B)(6) and patient samples #2 and #7 were (B)(6). Conclusion: of the nine patient samples that were provided for further investigation, patient samples #2, #6 and #7 were (B)(6) total and patient samples #2 and #7 were also (B)(6). The observed results for patients #2, #6 and #7 may indicate recovery samples and the observed results for patient samples #1, #3, #4, #5, #8 and #9 may indicate vaccination samples. The clinical conditions for the patient samples was not provided. All samples were tested for (B)(6) with reagent lots 015 and 023. The patient samples were (B)(6) as observed by the customer on both reagent lots except for patient sample #2 that was (B)(6) with reagent lot 015. This sample is mostly likely a recovery (B)(6) sample, however it is unknown why this sample was (B)(6) reagent lot 15. There is insufficient patient sample #2 left for further investigation. The instruction for use (IFU) under the limitation section states the following: "assay performance characteristics have not been established when the advia centaur anti-hbs2 assay is used in conjunction with other manufacturers' assay for specific hbv serological markers." "This assay does not differentiate between a vaccine-induced immune response and an immune response induced by infection with hbv. To determine if the (B)(6) response is due to vaccine or (B)(6) infection, a total (B)(6) assay may be performed."

Manufacturer narrative:
The cause for the positive advia centaur xp (B)(6) results when compared to the alternate (B)(6) laboratory test methods is unknown and being investigated. The instruction for use (IFU) under the interpretation of results states the following: "assay performance characteristics have not been established when the advia centaur (B)(6) assay is used in conjunction with other manufacturers' assay for specific (B)(6) serological markers." "This assay does not differentiate between a vaccine-induced immune response and an immune response induced by infection with hbv. To determine if the anti-hbs response is due to vaccine or hbv infection, a total (B)(6) assay may be performed." No conclusion can be drawn.